Event description:
On (B)(6) 2012, the reporter contacted animas to report that while hospitalized for broken ribs, the patient noted the reported pump would not power on. The patient replaced the pump battery to no avail. The patient noted the pump had not suffered any trauma and the battery cap was secure. The patient has been treated with insulin injections since (B)(6) 2012 while hospitalized. Afterwards, the patient obtained blood glucose levels ''greater than 500 mg/dl'' and he experienced the symptoms of thirst and frequent urination. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2012 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The display was found to be clear and legible. A review of the black box indicated an unacknowledged 'replace battery' alarm occurred at 7:13pm on (B)(6) 2012. The alarm was not confirmed until 12:26 pm on (B)(6) 2012, at which time a partially charged battery was installed during the battery change. There were no battery contact defects observed during investigation. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.